Event description:
Customer reported that two blades have broken where there are two welds at the neck of the blade during intubations. There were no pt or staff injuries.

Manufacturer narrative:
Actual device evaluated by visual examination. Conclusion: device failure directly caused event. Truphatek conducted the investigation. It was felt that the cause of the breakage was more probably due to insufficient welding at welding points. Joint force will be measured by the operator and to be listed using a force meter after every ten pieces.